Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." The complaint cannot be confirmed for sheath catheter tip mechanical damage since the sample was not available for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Address-(B)(6) hospital & (B)(6) hospital. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tip of the destination sheath was deformed. Upon attempting to approach from the left femoral artery using the destination ex guiding sheath, the guiding sheath was unable to be inserted due to the deformation on the tip. The guiding sheath was not used and replaced with another guiding sheath of the same size, which was inserted without incident. After that, the lesion was dilated using a balloon and a stent was implanted. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. There was no health damage to the patient. The procedure was successfully completed. There were no other devices or equipment used with the reported product.